Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed, that might contribute to the retention of foreign material. And no additional device reprocessing information was reported or available. However, the issue was likely, the result of user handling/insufficient cleaning/reprocessing. The event can be detected/prevented, by following the instructions for use, which state: chapter 3: preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope: ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents or other irregularities¿. Inspection of the objective lens cleaning function. Inspection of the spray valve function. (A) inspection of the water feeding function: ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve all the way (till the 2nd step) and confirm, that water flow is observed, in the entire endoscopic image¿. (B) inspection of the spray function: ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm, that emission of water spray is observed, in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to part of the insertion tube being caught and pinched. In addition to foreign material clogging the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a crack, white clouded are and chip; due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value; plastic distal end cover had a dent; switch 4 has wear; and connecting tube and switch 2 had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, if there was delay in the start of the pre-cleaning, if the air/water nozzle was flushed with air and water, if the nozzle is cleaned with lint-free cloths/brushes/sponges or if the air/water nozzle is flushed with detergent solution. It is unknown if there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope connecting tube had a dent. There was no patient harm associated with the event. The device was returned and evaluated and there was foreign material clogging the nozzle. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.